Event description:
Pt had a bilateral breast augmentation in 1978. In 1980 the left implanted deflated and was rreplaced. In the last six months pt developed pain on the left side with a grade iii IV capsular contraction. Pt decided to have implants removed and replaced.